Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.